Event description:
It was reported by service report that the bed will not lower and head end brake switch was jammed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Switch plunger.